Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 553mg/dl. It was stated that the events leading to his admission was nausea, vomiting and shortness of breath. It was stated that the customer went to urgent care to get a sample vile of insulin, but he was referred to go to the emergency room. It was stated that the customer will remain on a back up plan until he gets a prescription filled for his insulin and his device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.